Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room with syncope. Further, this device could not be interrogated using a 3120 programmer. Technical services discussed troubleshooting, the programmer model needed, and advised that a boston scientific representative be contacted to provide further event clarification and outcome. This device model/serial appeared as a pre-shipment device rather than implanted.

Manufacturer narrative:
The device was explanted adn returned for analysis. Upon receipt at our (B)(4) laboratory a detailed analysis was performed. The pacemaker paced at end of life (eol) voo parameters. The field allegation of the inability to interrogate the device with the 3120 programmer is correct. The device needs to communicate with an intermedic's rx5000 programmer. The predicted longevity for this device at nominal parameters is 11.7 years. The device was implanted for 32 years at the time of explant according to lighthouse. Based on data obtained during analysis and the length of time this device was implanted the device meets specifications and exceeds longevity.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.